Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. However, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown, lot number - 359491 or dbw271640, manufacture date ¿ unknown.

Event description:
It was reported during a revision procedure on an unknown date, a peg driver broke while removing a plate. A screw head was also reported to have been damaged and could not be removed. No further information has been provided.